Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to excessive wear, a moderate size greater trochanteric bursa, yellow turbid joint fluid, synovitis, debris and a mild degree of fretting at the base of the femoral taper.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-14108. 1818910-2013-35245 will be rejected.1818910-2012-14108 will be kept for investigation purposes.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.